Manufacturer narrative:
Examination on returned used device 60-6085-201a could not confirm "couldn¿t be deflated". Unable to inflate the uterine balloon which caused there to be no determination if it would deflate. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 34 reports, regarding (B)(4), for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00006. Per the instructions for use, the user is advised the following: remove the vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-6085-201a, medium,uterine manipulator was being tested pre-operatively on 2oct24 and the ¿uterine balloon could not be deflated¿. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-6085-201a, medium,uterine manipulator was being tested pre-operatively on (B)(6) 2024 and the ¿uterine balloon could not be deflated¿. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received